Manufacturer narrative:
(B)(4). Concomitant medical products: oss polyethylene femoral bushing, catalog #: 150477, lot #: 236810, oss polyethylene tibial bushing, catalog #: 150476, lot #: 257070, oss tibial polyethylene bearing, catalog #: 150412, lot #: 482180. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03085, 0001825034-2018-03086, 0001825034-2018-03087, 0001825034-2018-03088. Product was discarded.

Event description:
It was reported that the patient was revised to address an infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.